Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation, unit replaced, and case resumed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The gas inlet solenoid valve was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).